Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated pre-implant (before the package was opened), and it was noted the estimated battery longevity was ten percent remaining until elective replacement indicator (eri). Subsequently, another device was successfully implanted. No adverse patient effects were reported. The non-used device will be returned for laboratory analysis.

Manufacturer narrative:
This device was returned, and visual inspection identified no anomalies. A review of the manufacturing records confirmed this s-ICD was manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This issue does not affect the device's performance (i.e., ability to detect/treat arrythmias) or the actual battery longevity. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. Devices that have an incorrect manufacturing date/timestamp, the initial battery capacity displayed after exiting storage mode is approximately 10%. The emblem s-ICD instructions for use (IFU) directs users to check the device prior to implantation. If a low battery capacity value is not detected and implantation/setup is completed, the displayed battery capacity value will decrement non-linearly and will be inaccurate; however, the battery status indicators and battery alerts will be unaffected and display accurately. This displayed battery capacity behavior does not affect the device's performance (i.e., the ability to detect/treat arrythmias) or the actual battery longevity.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated pre-implant (before the package was opened), and it was noted the estimated battery longevity was ten percent remaining until elective replacement indicator (eri). Subsequently, another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Although this device has not returned for laboratory analysis, boston scientific concluded that a known issue most probably contributed to the event; that is, this s-ICD was likely manufactured with an incorrect date/timestamp within the software, which caused an inaccurate display of battery capacity. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. Devices that have an incorrect manufacturing date/timestamp, the initial battery capacity displayed after exiting storage mode is approximately 10%. The emblem s-ICD instructions for use (IFU) directs users to check the device prior to implantation. If a low battery capacity value is not detected and implantation/setup is completed, the displayed battery capacity value will decrement non-linearly and will be inaccurate; however, the battery status indicators and battery alerts will be unaffected and display accurately. This displayed battery capacity behavior does not affect the device's performance (i.e., the ability to detect/treat arrythmias) or the actual battery longevity.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated pre-implant (before the package was opened), and it was noted the estimated battery longevity was ten percent remaining until elective replacement indicator (eri). Subsequently, another device was successfully implanted. No adverse patient effects were reported.